Event description:
Complainant alleged that during a cardioversion of a 64 year old female patient, the clinicians had successfully delivered a first shock at 200 joules and a second shock at 300 joules, but on their attempt to deliver a third shock, the device screen displayed a "status 90" error message. The clinicians were able to obtain another device to cardiovert the patient. The complainant indicated that the patient subsequently expired, but that the patient outcome was not as a result of the reported malfunction.